Event description:
Data was evaluated. Data from the performance log indicates that the always sound feature had been disabled in the user alert schedule. When always sound is off, if the phone is set to mute or do not disturb, the user will only receive the visual alert with vibration. Data from the performance log indicates that high and low glucose alerts were logged during the evening of 12/27/2023 and each one produced a visual alert accompanied by vibration on the user¿s phone. The reported complaint that no audio output occurred could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The patient reported she experienced diabetic shock. Her colleague called the ambulance because she was not responding. The patient as given candies by her colleagues to stabilize her blood sugar. During the time the patient had diabetic shock, the cgm was reportedly 32 mg/dl (although the cgm does not display values below 40 mg/dl, this is what the patient reported) but the mobile app did not alert. Upon arrival at the hospital, the nurse checked the patient's blood glucose and the meter showed it was 46 mg/dl. The patient stated there was no further treatment at the hospital (as previously reported, the patient's colleagues gave the patient candy). The patient was in the hospital for a couple of hours and during this time, was not checking the mobile app. During the time of troubleshooting, the patient discovered that all settings on the app where turned off which resulted in the patient not receiving an alert when she was low. At the time of the report, the patient was doing fine. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.